Event description:
The customer removed the pod when his bg levels had elevated to 355 mg/dl. Although the cannula "looked normal when the pod was removed," he stated that it had "popped out" of the insertion site. He "said that the pod should have alarmed, but it did not." No reason was provided as to why the cannula may have pulled from the insertion site. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation (we are unable to identify any device malfunction that may have caused or contributed to the customer's high bg levels). No mechanical issue can be confirmed. Note: the customer felt that the pod should have alarmed in response to cannula pulling from the insertion site, though this functionality is not built into the device. The pod cannot detect when the cannula becomes dislodged; no alarm would have been initiated. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula "popping out" from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report, it is unk when the cannula had become dislodged in relation to when bg levels began to increase. A review of lot qualification records was performed (the lot passed the acceptance criteria). Note: eval methods are specific to activities performed during lot qualification and not to activities performed on the subject pod (as it was not returned for eval). Eval conclusions pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure detected during testing, as the pod was not returned).